Event description:
This incident happened approx 6 months ago according to caller. She stated that the customer was riding the unit when the batteries and cables caught fire. Her son rescued customer from unit & cut the wires. The customer was not injured.